Manufacturer narrative:
The patient remains ongoing on vad support. Review of the submitted system controller log file revealed normal pump operation with transient power elevations that appeared to be associated with pulsatility index (pi) events. It is not uncommon for pi events to be associated with a temporary increase in power. Pump power is a direct measurement of motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. A correlation between the device and the reported event could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that the patient was admitted with progressive shortness of breath and a lactate dehydrogenase (ldh) level of 1058 u/l. The plasma free hemoglobin was 56.4 g/dl. Bivalirudin was initiated and the ldh level decreased to 847 u/l. Additional information was requested, but was not provided.